Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range. The lv pace impedance was steady at approximately 630 ohms through (B)(6) 2015 and rises out of range (> 3000 ohms) starting (B)(6) 2015. There was an alert for lv pacing lead impedance > 3000 ohms on (B)(6) 2015. Concomitant medical products: product ID: 6949-65 lead, implanted: (B)(6) 2006, product ID: 5076-52 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high rv and superior vena cava coil impedances. A fracture of the rv coil was suspected. It was further reported that the left ventricular (lv) lead, also had high impedance. The lv lead was reprogrammed to bipolar and detections on the rv lead were turned off. The physician will discuss a lead revision/replacement with the patient. The rv and lv leads remain in use. No patient complications have been reported as a result of this event.